Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified. It is unclear whether the reprocessing was carried out in accordance with the instructions for use (IFU), so the cause of the foreign matter remaining could not be determined. It was confirmed that there was no deformation in the area where foreign matter remained. The detection method is described in chapter 3 preparation and inspection of the instruction manual gif/cf/pcf-290 series operation edition. Instruction manual gif/cf/pcf-290 series cleaning/disinfection/sterilization chapter 5 preventive measures are described in the reprocessing of endoscopes (and accessories that are reprocessed together). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed, the e315 unsupported scope error could not be duplicated. The device evaluation found that the nozzle, objective lens, light guide lens, and the plastic distal end cover had foreign objects due to insufficient cleaning. The cleaning, disinfection, and sterilization (cds) was performed by the customer prior to the device being returned to olympus for repair. It was unknown if there was a delay in the start of pre cleaning, it was unknown if there were any abnormalities in the accessories used for reprocessing, it was unknown if the customer presoaked the endoscope in the detergent solution, and it was unknown if the distal end was wiped and brushed with clean lint-free cloths / brushes / sponges. Additional findings include the following: the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the play of the up / down knob was out of the standard value due to wear of the angle wire, the adhesive on the bending section cover had a chip / white-clouded area, the water removal ability did not meet the standard value due to the clogging of the nozzle, the water detection sticker dots were smudged and connected on 1a, the image guide protector was damaged, the plastic distal end cover had a scratch, the connecting tube had a scratch / wrinkle, and a flare occurred due to a scratch on the objective lens. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope experienced an e315 unsupported scope error, the issue occurs even after cleaning the connector. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle, objective lens, light guide lens, and the plastic distal end cover had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.